Event description:
The patient is a (B)(6) man who has a history of alcohol abuse and chronic pancreatitis. He was diagnosed with barrett's containing high grade dysplasia and deemed a poor surgical candidate. He was treated with pdt on two occasions, but had little resolution of his disease, and developed a stricture. Consequently, he was offered rfa on (B)(6) 2008. He underwent a circumferential ablation using the halo360 device without complications. At that time, the stricture was noted to be a few centimeters above the most proximal aspect of the barrett's segment. The patient returned for a follow up rfa on (B)(6) 2008. The stricture was then noted to be at 27 cm from the incisors with the top of the im at 30 cm and the top of the gastric folds at 36 cm. The esophageal inner diameter was found to be between 28 and 32 mm with the exception of what was believed to be the stricture, which measured 22 mm. The sizing step was done by the catheter shaft markings and the physician did not precisely recall if the sizing procedure began 12 cm above the top of the gastric folds. A 28 mm balloon was chosen with the intent of placing it just below the stricture so as to ablate the proximal most barrett's. The ablation balloon migrated distally upon inflation and the proximal 1 cm of barrett's was not ablated. The physician then chose to reposition the ablation balloon more proximally in an attempt to ablate this proximal rim of disease. He held the balloon tightly in a position that he thought was just distal to the stricture. Following the ablation, the physician noted a 1 cm esophageal perforation at the level of the stricture. He placed a removable stent and admitted the patient. A CT scan done later the same day confirmed the perforation with the presence of pneumomediastinum. Further, the stent did not look to be properly expanded. The patient was maintained on IV antibiotics and was not given anything by mouth. Two days later, an upper gi study showed contrast in the mediastinum. Three days later, the stent was repositioned. Ultimately, the patient was fed and discharged from the hospital after a 13 day stay. He is reportedly doing well at home.